Event description:
I had the essure coils placed in (B)(6) 2010 time. After 10 months of vaginal bleeding, unbearable cramps, painful intercourse, and constant back pain I went back to the doctor who did the procedure to see what as causing these problems. In (B)(6) (not exactly sure of the exact month) of 2011 the doctor decided to do a d&c and a biopsy. While doing the procedure the doctor had to remove one of my coils because it had flipped around and was hanging out of my fallopian tube. After this procedure most of the symptoms had subsided but the lower back pain was still there. A dye test was performed a few weeks later to ensure that my fallopian tubes were blocked by scar tissue. The test showed that both tubes were blocked and I would no longer have to worry about conceiving anymore children. In (B)(6) of 2011 I became pregnant with my 5th child.

Event description:
#Medwatcher #followup1 #(B)(4). Implant date was (B)(6) 2010. Hsg test was on (B)(6) 2010. On (B)(6) 2011, I have dnc where doctor had found coil had flipped around and was hanging out of my fallopian tube so doctor pulled it out. I had a repeat hsg test done on (B)(6) 2011 that confirmed I was 100% blocked for the second time. On (B)(6) 2012, I had my 1st ultrasound that confirmed pregnancy. My child was born (B)(6) 2012. After delivery I hemorhaaged so bad I passed out. On (B)(6) 2014, I went to my doctor because my symptoms of daily headaches, irregular bleeding, lower back pain, fatigue, painful intercourse, and lower right quadrant pain had returned and was becoming unmanageable with over the counter medications. I had a hysteroscopy and dnc. During this procedure my doctor found adhesions on my right side from my intestines to my abdominal wall. On (B)(6) 2014, I had a bilateral salpingectomy to remove my other coil because my doctor believed the symptoms I has having was due to developing a nickel allergy. During this procedure my doctor found the adhesions had grown back in the same spot in 7 weeks and that part of my intestines was inflamed. My doctor also found a cyst on my right ovary that had to be removed.